Manufacturer narrative:
(B)(4). Nine days after initial onset of the peritonitis, it was reported that the patient experienced a peritonitis event (relapse) and was hospitalized two days later. It was not reported if the patient had recovered from the initial peritonitis event. The cause of the event and the treatment for the event was not reported. No further detail was provided. The outcome of the peritonitis was unknown. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with automated peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient had a touch contamination. Peritonitis was manifested by abdominal pain and cloudy effluent two days prior to diagnosis. Peritonitis was manifested by fever on the day of diagnosis. On the day of diagnosis, the patient was hospitalized for the peritonitis event. Two days prior to diagnosis, the patient was treated with oral cipro for one day (dosage and frequency not reported) for the manifestations of the peritonitis. Beginning on the day of diagnosis, the patient was treated with vancomycin intraperitoneally (dosage, frequency, and duration not reported) and fortaz intraperitoneally (dosage, frequency, and duration not reported) for the peritonitis event. Dianeal and extraneal therapies were ongoing. Hospitalization was ongoing. The patient was recovering from the peritonitis. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.